Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The user was requested to re-link the sensor and it was done on (B)(6) 2025. Upon additional monitoring, the system has improved showing better agreement between bg/sg. We recommend that the user continues using the system, calibrating as requested when glucose is stable. No further investigation was required for this complaint.

Event description:
On 14 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 12 july 2025. G3.date received by the manufacturer? 12 july 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.